Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician attempted to place a taxus liberte' 2.25x16mm drug eluting stent to a small unknown vessel, but was unable to cross the long lesion. Upon removal of the stent delivery system the physician noted a flare in the stent. The procedure was completed with another device. No patient injuries or complications were reported. Patient status post procedure is noted as good.

Manufacturer narrative:
The device was returned for analysis and visual examination of the unit revealed damage to the distal edge of the stent. One distal stent strut was raised. The balloon was visually and microscopically examined and no visual defects were observed. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. No further damage was noted with the returned device which could have contributed to the reported complaint. A review of the shop floor paperwork found that the device met its material, assembly and product specifications at the time of release to distribution. The root cause is determined to be unknown.